Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked belt clip slot and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they had a damage on the insulin pump. The customer's blood glucose level was unknown. The customer stated that the damage on the reservoir compartment and the black o ring was missing. The customer advised that the replacement pump will not interfere with the eligibility options for getting new pump and warranty date does not change. The insulin pump was returned for analysis.